Event description:
Customer called on (B)(6) 2012 to ask for services on her curved unit. She mentioned that her husband had fallen on the staircase on (B)(6) 2011, but she did not witness the fall. He refused treatment that day and did not tell her how he felt. She believes he may have fallen as a result of trying to dismount the chair improperly at the top of the steps. She explained that he was not swiveling the seat as instructed and getting on/off at the first step below the landing because he wanted to raise the seat higher over the landing. She did not know if he fell on the stairs or from the lift.

Manufacturer narrative:
Device evaluated at customer's home. Found to function properly with no operational problems. Patient's wife is currently using the device.